Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted on (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a bacteria infection. The implantable pulse generator (ipg) system was explanted and replaced with a leadless ipg. No further patient complications have been reported as a result of this event.